Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The guidewire was returned and the lot number was confirmed from the packaging returned with the device. On visual/microscopic inspection, the guidewire tip was intact, and an attempt had been made to shape the distal tip. An unknown coiled mesh was returned with the device. The guidewire distal section and hydrophilic coating was examined along its length with wet fingers. The coating was present on the guidewire. The tail over the proximal bond joint had been pulled off from the nitinol tubing. While the core wire was exposed it was not damaged. The core wire distal end was observed through the distal tip dome. The guidewire ptfe coating was examined under magnification and the coating was peeling/peeled 17.5cm to 18cm from the proximal end. Ptfe shavings were present under the cap of the torque device. Ptfe shavings were also present inside the torque device. On functional inspection, the guidewire was inserted into a demonstration sl-10 microcatheter and was advanced without restriction. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the case was completed successfully with a new synchro 14 and new velocity microcatheter, there were no adverse consequences for the patient, there was a surgical delay approx. 15 minutes while retrieving the distal end of the velocity which had detached form the proximal shaft. Product analysis found the guidewire was returned with an unknown coil mesh possibly from the non stryker velocity catheter. The tail over the proximal bond joint had been pulled off the nitinol tubing, exposing the core wire which indicates the device encountered a significant amount of force and manipulation during the procedure. An assignable cause of procedural factors will be assigned to the reported ¿guidewire difficult to remove/withdraw from catheter¿, ¿device interaction with another device¿ and ¿guidewire deformed¿ in addition to the analyzed ¿guidewire broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Analysis of the returned device also noted a section of peeled/peeling ptfe coating towards the proximal end of the guidewire. Ptfe flakes were observed inside the torque device. It is probable the torque device was over tightened, resulting in the peeled ptfe coating. Therefore the analyzed 'guidewire ptfe coating peeling¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
Analysis of the returned device found that the subject guidewire was broken/fractured during use and ptfe coating peeling was noted. There were no clinical consequences to the patient reported as a result of this event.